Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a leak in the reservoir. The ipp was replaced with a different device. There were no additional patient complications reported.